Event description:
It was reported that the balloon was ruptured. The procedure was completed after changing to another balloon catheter. There was no clinical consequences reported to the patient.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. During the device analysis, it was revealed that the catheter was kinked, wrinkled and compressed due to handling during the procedure. In addition, the balloon was found be ruptured. Due to the anomalies found on the product, functional testing could not be performed; however, attempts were made to inflate the balloon. The balloon was leaking due to the rupture. It was reported that the balloon was ruptured "after introduce by rhv" and the device was used without the peel-away sheath. The dfu recommends that the peel-away sheath be advanced over the balloon and used to advance the catheter into the introducer sheath. It is likely that advancing the catheter without the peel-away sheath over the balloon caused the balloon to rupture. Therefore, a cause of use error was assigned to the balloon ruptured because the peel-away sheath was not used.

Event description:
It was reported that the balloon was ruptured. The procedure was completed after changing to another balloon catheter. There was no clinical consequences reported to the patient.